Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the cardiac resynchronization therapy defibrillator (crt-d), a hematoma was observed after the pressure dressing was removed. A hematoma evacuation was performed and the patient was discharged the following day. The device remains in use. Additional information received reported that approximately two weeks after hematoma evacuation, the crtd system was explanted due to infection. No further patient complications have been reported as a result of this event.